Manufacturer narrative:
The lens was returned to bausch+lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an li61aor iol was inserted using an (B)(4) delivery device and was then removed intraoperatively due to bent haptic. The incision was enlarged and sutures were used as standard protocol. Another lens was implanted successfully. Please reference MDR# 1119279-2012-00121 for the delivery device.